Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to water invading the scope connector during user handling of the device, causing abnormality in electronic components. The event can be prevented by following the instructions for use which state: "- inspection of the endoscopic image. -when attaching the connector cap of the leakage tester (mb-155) to the venting. Connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope gave a b30-scope communication error. This occurred during preparation for a diagnostic tracheoscopy procedure; patient was not under sedation. The procedure was completed with no delay using a similar device. There was no report of patient harm

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. There was an additional non-reportable finding of fluid invasion from the connector during evaluation. The video connector was immersed and dried by the engineer. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.